Event description:
Individual claiming to be the patients next of kin contacted customer service. Individual is concerned because the patient took 2 rapid tests on the same day and received a negative and positive result. Individual said they also tested on (B)(6) 2021 and received negative. Individual also took at home tests on the (B)(6) 2021 and (B)(6) 2021 which were negative. Because of these other tests the individual thinks that the patient had received a false positive. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Customer did not report results and product information until (B)(6) 2022. No product information supplied mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.